Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available.

Event description:
It was reported that a slow fluid leak was noticed near the gaas outlet port. It was not until the pt went on support that it was noticed and was not present during priming. One and a half cc of blood was collected from the leak during the first 2 hours of support. During the next 3 hrs, it was serous fluid. After 5 hrs, the leak clotted off, with a total of 5cc of blood/serous fluid collected from the site of the leak. The perfusionist did not take any actions, other than to collect the fluid. The device was utilized to termination of support. The pt was on support for a total of 30 hrs. (B)(4).